Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 218-243 mg/dl. The issue was resolved by performing a supply change.